Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation: two protectors assembled onto a vial were provided to our quality team for investigation. Through visual inspection, a grey particle observed within each vial. It was noted the protector cannulas pierced a raised area of the vial stoppers. Characterization testing was performed and found the particles are consistent with material from the stopper of the vial. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. A device history review was performed for protector lot 2409102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to incident. As the injector lot involved is unknown, a device history review cannot be performed. Retained samples of protector lot 2409102 were used for additional evaluation. Functional testing was performed, penetrating the protector up to ten times, all product was verified to meet required specification. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial due to the protector cannula piercing the vial stopper in a raised area, creating the particles as seen in the samples provided. No issues related to the injector used were found. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
This is a complaint about coring occurred during use. It was reported that azacitidine coring at the time of preparation. The injector and protector were connected after the fact, as customer noticed at the time of collection. Please analyze the coring. Two cases occurred on the same day, and we are thoroughly checking the technique and using jigs.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.